Manufacturer narrative:
(B)(4): the customer advised physio-control that they evaluated the device and was unable to duplicate the reported issue. The customer has replaced the batteries as a precaution and observed proper device operation through functional and performance testing. The device has been returned to the end user for use. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that their device lost power while monitoring a patient. There was no additional event information provided, nor was there any information on the patient provided. There was no known adverse outcome to the patient during this event.